Event description:
An intervertebral cage was being inserted and was damaged. Attempts were made to retrieve the fragments. The rear section of the cage was recovered but the front section was unrecoverable and was left in the patient.